Event description:
It was reported that the patient experienced prolonged low blood glucose while using the ilet system, with cgm readings around 53 mg/dl and a confirmatory fingerstick of 47 mg/dl; the patient disconnected the pump out of concern that insulin was being delivered and reported not meal-announcing per clinician guidance, after which they treated with a milkshake and glucose levels began to trend upward. Symptoms included hypoglycemia with shaking and tremors. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no findings available, with insufficient information regarding a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.